Event description:
It was reported that a continuous glucose monitor showed error message 42 while connected to pump. There was no reported impact to the customer¿s blood glucose level. Customer called technical support, completed pump reset steps with assistance, confirmed error message did not return after reset, and was advised to call back if any further issues occurred.